Manufacturer narrative:
Information was received via mw5058876. (B)(4) other device used: catalog #00789503202, versys provisional femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that during hip arthroplasty, two femoral provisional heads dislodged during surgery and were left in the patient. The patient subsequently underwent an additional surgical procedure to remove the provisional heads from the patient's pelvic area.

Manufacturer narrative:
No device or photos were received, therefore the condition of the components are unknown. Device history records and manufacturing date cannot be determined since the lot numbers are unknown.these devices are used for treatment. Surgical notes were not provided. Product history search cannot be completed since the lot numbers are unknown. Information on the mating component is unknown. A definite root cause cannot be determined with the information provided.